Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been vomiting with a blood glucose (bg) level of 275 mg/dl. The customer delivered a bolus in an attempt to resolve their bgs, however, they were eventually admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with IV insulin and electrolytes. By the time of the call, the customer's blood glucose levels were back within target range. The contact was not sure if the pump was the cause of the hospitalization, but there were no alerts or alarms prior to the event.

Manufacturer narrative:
The investigation has been completed. Functional testing could not be performed due to damaged wake button. Review of pump logs showed the pumping was suspended by the user on the event date and resumed successfully the day after the reported event.